Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation; however, photos were provided for review. The investigation is confirmed for fracture, deformation due to compressive stress and naturally worn. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable ports allegedly experienced fracture, deformation due to compressive stress and naturally worn. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) old female was (B)(6).